Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery as a result of their essure implant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain \ pain\ pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. B09708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included dysfunctional uterine bleeding and perineal pain. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. In 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menometrorrhagia ("reproductive system disorder or condition -type of disorder or condition:menometrorrhagia"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), anaemia ("anemia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), alopecia ("hair loss"), physical disability ("bodily impairment"), anxiety ("mental anguish , anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation/ general damage") and deformity ("disfigurement") and was found to have weight decreased ("weight loss\ loss of weight has become extreme as my bmi is now only 19"). The patient was treated with surgery (major surgery as a result of their essure implant). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, menometrorrhagia, vaginal discharge, abdominal pain, weight decreased, anaemia, migraine, headache, nausea, fatigue, mood swings, alopecia, physical disability, anxiety, anhedonia, emotional distress, general physical health deterioration and deformity outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anhedonia, anxiety, bladder disorder, deformity, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, general physical health deterioration, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, pelvic pain, physical disability, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy- previously pelvic pain took as a incident and in this fu they reported I don't have money for essure removal surgery and removal date is also not given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results-total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2018: result: there is heterogeneous material within the endometrium, measuring up to 1 cm thick. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menometrorrhagia,vaginal bleeding,abdominal pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received: reporters were added. Plaintiff's demographic was added. Lot no. Was added. Events-mood swings,genital bleeding ,vaginal bleeding, menorrhagia, apareunia, bladder problem, urinary tract disorder, migraines, headaches, nausea, dysmenorrhea ,dyspareunia ,fatigue, weight loss, hair loss, menometrorrhagia, vaginal discharge, anxiety, humiliation, loss of enjoyment of life, disfigurement, degradation, bodily impairment, abdominal pain, anemia. Were added. Concomitant condition & drug was added. Lab test was added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain \ pain\ pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. B09708) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included dysfunctional uterine bleeding and perineal pain. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. In 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menometrorrhagia ("reproductive system disorder or condition -type of disorder or condition:menometrorrhagia"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), anaemia ("anemia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), alopecia ("hair loss"), physical disability ("bodily impairment"), anxiety ("mental anguish , anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation/ general damage") and deformity ("disfigurement") and was found to have weight decreased ("weight loss\ loss of weight has become extreme as my bmi is now only19"). The patient was treated with surgery (major surgery as a result of their essure implant). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, menometrorrhagia, vaginal discharge, abdominal pain, weight decreased, anaemia, migraine, headache, nausea, fatigue, mood swings, alopecia, physical disability, anxiety, anhedonia, emotional distress, general physical health deterioration and deformity outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anhedonia, anxiety, bladder disorder, deformity, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, general physical health deterioration, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, pelvic pain, physical disability, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy- previously pelvic pain took as a incident and in this fu they reported I don't have money for essure removal surgery and removal date is also not given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results-total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2018: result: there is heterogeneous material within the endometrium, measuring up to 1 cm thick.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menometrorrhagia,vaginal bleeding,abdominal pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery as a result of their essure implant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain \ pain\ pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. B09708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal cramps, pelvic pain and genital bleeding. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, perineal pain, photophobia, dysfunctional uterine bleeding, lsil, herpes genitalis, nicotine dependence, depression, perineal pain and menorrhagia. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. In 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menometrorrhagia ("reproductive system disorder or condition -type of disorder or condition:menometrorrhagia"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and mood swings ("hormonal changes describe: mood swings / extreme mood swings") and was found to have weight decreased ("weight loss\ loss of weight has become extreme as my bmi is now only19"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes / constant pressure on bladder"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), anaemia ("anemia"), nausea ("nausea"), alopecia ("hair loss"), physical disability ("bodily impairment"), anxiety ("mental anguish , anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation/ general damage") and deformity ("disfigurement"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystourethroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving and the female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, menometrorrhagia, vaginal discharge, abdominal pain, weight decreased, anaemia, migraine, headache, nausea, fatigue, mood swings, alopecia, physical disability, anxiety, anhedonia, emotional distress, general physical health deterioration and deformity outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anhedonia, anxiety, bladder disorder, deformity, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, general physical health deterioration, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, pelvic pain, physical disability, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy- previously pelvic pain was taken as a incident and in this fup, it was reported as "I don't have money for essure removal surgery "and removal date was also not given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results-total bilateral occlusion.. Pathology test - on (B)(6) 2019: uterus, right and left fallopian tubes: cervix - unremarkable cervix, uterine corpus - benign proliferative phase endometrium, right fallopian tube - essure coil, left fallopian tube - paratubal cyst, essure coil. Pregnancy test urine - on (B)(6) 2019: negative. Ultrasound scan vagina - on (B)(6) 2018: result: there is heterogeneous material within the endometrium, measuring up to 1 cm thick. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menometrorrhagia,vaginal bleeding,abdominal pain, dysmenorrhea, headache, heavy vaginal bleeding. Pelvic pain, nausea,vaginal bleeding pains, anxiety ,menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: pfs and mr received : reporter's information updated. Event verbatim - bladder or urinary problems or changes / pressure on bladder, hormonal changes describe: mood swings /extreme mood swings were updated. Outcome of the events were updated - pain and abnormal bleeding. Medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.